Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had absence of no delivery alert. The customer¿s blood glucose level was unknown. The customer reported that the reservoir was empty and it did not alert. It was reported that they must have a low reservoir and depending on how long it was empty and the insulin pump kept trying to push insulin out it will alert no delivery. The insulin pump will be returned for analysis.